Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).